Event description:
"The incident occurred on the medical floor. The nurse primed the set with sodium chloride solution. The patient was receiving IV solution infusion per peripheral cathlon. She was preparing to discontinue the infusion to then connect a saline lock device. After priming the clave extension set, she proceeded to connect the tubing to the patient's cathlon. As she approached the access device, the luer end of the set completely separated from the tubing. She stopped the procedure and prepared another set for a saline lock. There was no consequence to the patient." Additional informatioin has been requested, but has not become available.